Event description:
The article, "percutaneous closure of a giant secundum atrial septal defect using 2 sutured occluders", was reviewed.the article presented a case study of a 75-year-old male patient with a history of progressive dyspnea on mild exertion, severe mitral regurgitation, severe tricuspid regurgitation, pulmonary hypertension, oral right-sided volume overload, atrial fibrillation, chronic kidney disease stage 3, alcoholic and hemochromatosis-related liver cirrhosis, anemia, and prior gastrointestinal tract bleeding. On an unknown date 2 mitraclip xtw devices and 1 mitraclip xt device were implanted, reducing mitral regurgitation (mr) from severe to trivial. During the same procedure, a 38mm amplatzer septal occluder was chosen for implant for atrial septal defect (asd) closure. Upon full deployment, the device embolized into the pulmonary artery. The device was snared and removed from the patient. A new 35mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for asd closure. Upon full deployment the device also embolized into the pulmonary artery. The device was snared and removed from the patient. Three triclip xtw devices were also implanted, reducing tricuspid regurgitation (tr) from severe to mild-to-moderate. Asd closure was attempted again by suturing two 38mm amplatzer septal occluders together ex vivo at the level of the left atrial discs using a single 3-0 prolene suture. To allow introduction of the coupled occluders a cook 40cm, 20f extra large check-flo sheath was cut and used to load both devices in a retrograde fashion into the 24f dryseal sheath. Both devices were simultaneously deployed across the asd. Intra-procedural imaging demonstrated appropriate device positioning. Transthoracic echocardiography (tte) at 24 hours and 30 days demonstrated stable positioning of both septal occluder devices without residual shunting. "[The primary and corresponding author was arturo giacaman, structural heart disease center, henry ford hospital, 2799 w grand blvd, detroit, michigan 48202, USA, with corresponding e-mail: agiacam1@hfhs.org.]"

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: percutaneous closure of a giant secundum atrial septal defect using 2 sutured occluders. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.